Event description:
During follow-up, noise leading to inappropriate high voltage therapy was observed on the device. The device was explanted and replaced in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported field event of inappropriate high voltage output was confirmed via review of the records in the device. The inappropriate high voltage outputs were caused by noise sensed by the device. Analysis of the device in the lab showed the noise was caused by an intermittent capacitor connection failure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.